Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm the allegation. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The no problem detected was selected based on analysis of the returned product. Further, the analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached explant indicator from ten months in a span of one month. Moreover, a charge time of 15.7 seconds was noted which likely caused the device to reached explant indicator. Additional information was received confirming longevity issue with this device. Further, this device was explanted. No additional adverse patient effects were reported.